Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 23 cm from the terminal end. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the clavicle/first rib and the lead body led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in its pacing impedance measurements, going from 672 ohms to more than 3000 ohms. The patient experienced a syncopal episode close to the rise in impedance. As result, the patient underwent ablation and the lead was explanted and replaced. No additional adverse patient effects were reported.